Event description:
It was reported that the patient received an inappropriate shock for lead noise. Out of range pacing lead impedance was also noted. Upon lead extraction, an arc mark was noted on the can. The device was explanted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of arc marks on the ICD can was confirmed in the laboratory. Further evaluation of the arc marks could not determine their origin. The device was tested on the bench and no anomalies were found. The cause of the arc marks could not be determined.